Event description:
During a surgical procedure, the surgical light handle split during the case. This could have injured the pt by way of a surgical site infection. Surgeon was aware and preop antibiotics had been given. Supplies associated with a laparoscopic cholecystectomy.